Event description:
The customer reported that her insulin pump was not delivering insulin during prime. The insulin was reaching the maximum delivery and then stopped. The customer did again before bedtime and her glucose reading was 120mg/dl, but when she woke up it was over 400mg/dl. The customer took a bolus and changed the infusion set three times, but it did happen again. Her blood glucose did not drop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.